Manufacturer narrative:
This product is not marketed in the us. No additional similar complaint type events were found within the associated lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens of -11.5/1.5/90 sphere/ cylinder/ axis in the patient's right (od) eye on (B)(6) 2017. The surgeon experienced lens damage before implantation of the lens and a back-up lens was used instead on (B)(6) 2017 to complete the surgery. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found portion of the lens missing, a tear on the haptic, and residue on the lens surface. Claim#: (B)(4).